Event description:
It was reported that during an implant procedure, the physician noted that the lead was hard to place because of a strong friction between the sheath and lead. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).